Event description:
It was reported that a user contacted support about an ilet device that was beeping, during which the user¿s blood glucose was 295 mg/dl and the agent provided education on dismissing alerts to stop the beeping. Symptoms included hyperglycemia. Outcomes included no need for further assistance and no follow-up required. Investigation included troubleshooting and user education on device alerts. Investigation of this case revealed no device malfunction and that alert behavior was consistent with expected operation when glucose is elevated. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.